Event description:
The customer received a blood glucose reading of 200 mg/dl from her breeze2 meter and a reading of 84 mg/dl from a lab test. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer returned the test strips for eval. Replacement strips and a new meter were sent to the customer.